Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the it was reported that the experienced component separation. The following information was provided by the initial reporter: product name: set admin IV 36in 92cm 12ml 15-drop secondary set roller clamp spin male ll w/hanger dehp-free sterile, catalog # ms3500-15, lot # (10)20053039, tubing comes apart at chamber, multiple times per the rn.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing coming apart at the chamber could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review for model ms3500-15 lot number 20053039 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the it was reported that the experienced component separation. The following information was provided by the initial reporter: product name: set admin IV 36in 92cm 12ml 15-drop secondary set roller clamp spin male ll w/hanger dehp-free sterile. Catalog #: ms3500-15 lot #: (10)20053039. Tubing comes apart at chamber, multiple times per the rn.